Event description:
While using da vinci xi stapler after first load was fired, we noticed a tear at the top of the sheath. After taking a closer look, a piece was missing, which had broken off in the patient. The piece was removed from the patient and a new sheath was put on the stapler.